Manufacturer narrative:
The insulin pump currents are within specification, no unexpected weak battery or no blank display. The lcd board tested ok. The insulin pump has minor scratched lcd window, cracked case near the display window corners, broken belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported via phone call that their insulin pump had stopped working. The blood glucose reading was 92 mg/dl. Customer also states that there is a blank display. The insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.